Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device evauated by MFR.: promus element plus,mr,ous 3.00x28mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 02-oct-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via right artery. The 75% stenosed, 26x3.0, concentric, de novo target lesion with a significant bend of <= 45 degrees was located in the mildly tortuous and moderately calcified right coronary artery. Pre-dilatation was performed with a 2.5mmx15mm balloon catheter resulting to 60% residual stenosis and a 3.00x28mm promus element plus drug-eluting stent advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported. Patient was stable. However, returned device analysis revealed stent damage.